Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 500 mg/dl range; cause was unknown. Customer delivered a bolus and drank a large amount of water to address elevated bg which resulted in a low bg of 40 mg/dl. Customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.